Event description:
It was reported that during the procedure, the stylet failed to advance. The ra lead was replaced and the procedure continued with the new lead on 30 aug 2022. No patient consequences reported.